Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported left side rupture, diagnosed by MRI. Also noted thickening of the shell, pain and itch. Device explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, thickening of the shell, pain and itch.

Event description:
Physician reported left side rupture, diagnosed by MRI. Also noted thickening of the shell, pain and itch. Device explanted and replaced.